Manufacturer narrative:
Title: a new suturing method for optimal wound healing: technique and experience source: aesthetic surgery journal open forum 1-8 february 18, 2020; online publish-ahead-of-print february 27, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed january 2012 and december 2018, a retrospective study reviewed the outcomes of those undergoing body contouring procedures utilizing a new technique of skin incision and wound closure with a barbed suture. There were 720 patients included in the study and overall post-operative complications included: infection, tissue necrosis, seroma, erythema, delayed wound healing and suture extrusion. Additional complications included contour irregularities, margin separation, edge inversion and excessive distortion.